Manufacturer narrative:
(B)(4)

Event description:
It was reported that the atrial lead exhibited a capture anomaly due to dislodgement. The lead was explanted. No adverse events had been reported. No additional information was available.